Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. At the time of this report, the patient was discharged from the hospital and has recovered from the event. It was reported that the patient has been retrained for proper aseptic technique. Catheter (covidien). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to abdominal pain. The patient was treated with amikacin injection (500mg and 100mg one bag, route, frequency and duration were not reported) vancomycin injection (1 gm, route, frequency and duration were not reported) and meropenem injection (1 gm in one bag, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.